Event description:
The customer reported approximately 3 cubic centimeters of fluid leaked from the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer also reported that there were platelet (plt) background issues. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protection equipment (ppe) consisting of gloves, eye glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a cleaner was leaking around the probe rinse block. The fse cleaned the vacuum line and realigned the sample probe to wash collar to resolve the issues. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).